Event description:
It was reported that the patient experienced an inadequate stimulation and had a stimulation in the abdominal region due to a confirmed lead migration via x-ray and the leads had high impedance.